Event description:
On (B)(6) 2012, (B)(4) received info from (B)(6) hospital regarding sub-optimal tissue processing. The complaint advised that after processing was completed, the tissue samples were very wet and had a strong formalin odour. On (B)(6) 2012, leica microsystems received info that tissue for a number of cases was not diagnosable and a number of pts had been advised that their sample(s) had been irretrievably damaged. Definitive info regarding the number of pts involved; whether re-biopsy of any pt(s) has been performed and additional info, such as user actions after the incident, has been requested from the complaint. Investigation of this complaint by leica microsystems is continuing.